Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm that occurred during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional testing could not be completed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.